Event description:
Additional information was reported by the company representative. It was noted that the device had been placed in a return box and left with the operating room supervisor to send out. On (B)(6) 2016 the healthcare professional (hcp) reported that the onset of the event was (B)(6) 2016. The reason for the back surgery in (B)(6) 2016 was reportedly due to an infection by another surgeon. There was no mention of an issue with the pump. It was unknown if the lesion on the patient's back was related to the pus in the pump pocket. The result cultures found corynebacterium species striatum. And the cause of the pus in the pocket had not been determined.

Manufacturer narrative:
Analysis of the pump on 2016-nov-16 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; a stall was due to the shaft bearing.

Event description:
Information was reported by the healthcare professional (hcp) via the company representative regarding a patient receiving fentanyl (1800 mcg/ml at 924.7 mcg/day) and baclofen (10 mcg/ml at 5.137 mcg/day) from an implanted pump. The indication for use was non-malignant pain and chronic low back pain. On (B)(6) 2016 the patient's pump was replacement due to normal battery longevity. It was noted that when the pocket was opened there was a pocket of pus/ pus like fluid in the area. The patient had no symptoms prior to the replacement. It was noted that an infection had not been confirmed and cultures were pending. It was noted that the patient was being hospitalized and would be given antibiotics. The patient had a refill on (B)(6) 2016 but the hcp did not believe that was related. It was noted that the patient had some back surgery in (B)(6) 2016 and the patient had a small lesion on their back prior to that surgery. On 2016-08-03 additional information was reported by the rep. It was reported that the pump and catheter were both removed and no implant was put in at that time. The rep did not know the results of the culture nor did they know the reason for the back surgery but they did not believe it was related to the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported their pump was removed due to an infection. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.